Manufacturer narrative:
Device used for treatment not diagnosis. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device dimensionally conformed to the design drawing, and is in good condition, with no damage and minimal indications of use or wear. Review of the device design showed the dimensions, materials, and finishing processes for a successful tibial nail system. It is unknown what caused this complaint condition; it is plausible that the assembly was not fully or properly assembled prior to drilling. There was minor squeaking heard when the thumb screw of the aiming arm was used, however, this would be minimized through the proper care and maintenance of instrumentation. Subject device is an instrument and is not implanted nor explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a tibial nail insertion procedure on (B)(6) 2014 while the surgeon was drilling under fluoroscopy for the distal targeting screw, the tip of the drill bit hit the tibial nail. It appeared as though the measurement was less than 0.5mm from the locking hole on the nail. The surgeon then locked the proximal locking screw without incident. The surgeon then reattempted to drill for the distal locking screw and was unsuccessful again. The surgeon proceeded to free handed the distal locking screw in place. There is no device allegation against any products. It was noted when the insertion handle was unthreaded from the connecting screw there was a lot of squeaking. This procedure was completed with a less than 5 minute surgical delay. Additional x-rays were required during the procedure related to this event. This is 2 of 6 reports for (B)(4).